Event description:
Reportable based on device analysis completed on 26-sep-2018. It was reported that the coil was stuck in the tip of the delivery sheath. A 10mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil did not enter the catheter when the tip of the delivery sheath was stuck. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that there were missing proximal fiber bundles. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the delivery wire, main coil and introducer sheath were returned for this complaint. The rhv was also returned. The coil and delivery wire arms were correctly interlocked inside the introducer sheath. The introducer sheath was inspected and no anomalies were noted; the twist lock had been opened. Besides, several residues of dry blood were noted inside the introducer sheath and the coil fiber bundles. The main coil was found kinked and stretched. No more damages were found in the returned device. The delivery wire was advanced through the introducer sheath and the main coil was delivered without issues. Microscopic inspection of the delivery wire revealed that the proximal end has a smooth surface. The interlocking arm did not show damages. The main coil zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The coil fiber bundles showed blood residues. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the delivery wire revealed that the weld outer diameter (od), wire arm od, and wire zap tip were within specification. Dimensional inspection of the main coil revealed that the number of distal fiber bundles, zap tip od, and primary coil od were within specifications. However, a significant number of proximal fiber bundles were missing and thus failed specifications.